Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that before the operation, there was no white rubber plug in the hemostatic valve when the package was opened. Changed another one to use, the white rubber plug became loose, causing blood back flow. A new device was changed to complete the operation. There was no report of adverse event on patient. Hemostatic valve separation is MDR-reportable. Biosense webster manufacturer's reference number (B)(4) has 2 reports (2029046-2022-02816).

Manufacturer narrative:
The bwi product analysis lab received photographs of the complaint device. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-dec-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that before the operation, there was no white rubber plug in the hemostatic valve when the package was opened. Changed another one to use, the white rubber plug became loose, causing blood back flow. A new device was changed to complete the operation. There was no report of adverse event on patient. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 50000176 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, on 13-nov-2022, the product investigation was completed based on the photographs alone. Device investigation details: according to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. A manufacturing record evaluation was performed for the finished device 50000176 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).